Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is doing well and is receiving effective stimulation. The patient is experiencing postoperative pain so unable to determine if the left neck sided pain has subsided, however the axilla pain is gone.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing left sided neck and axilla pain which was outside of the patient's original pain pattern. In addition, the right octrode lead (cervical ) was bulging outward from the patient's skin. An x-ray was taken and showed the right lead had looped above the anchor site. The patient underwent surgical intervention on (B)(6) 2015 to remove and replace the right octrode lead and implant a cervical octrode lead on the left side.